Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that the unicel dxc 800 synchron system's psi regulator was leaking in the hydropneumatic unit. On the following day, the field service engineer (fse) inspected the instrument and replaced the float switches, after which it was determined that valve 1 was causing the water canister to overflow; this caused the 10 psi regulator to leak. The fse then verified instrument performance to ensure that the services performed effectively resolved the leak issue. Customer stated that the quality controls were within range and that no erroneous patient results were generated. Instrument operators were not affected by the instrument issue.